Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that the patient underwent a spaceoar placement procedure. It was found that the hydrogel had entered into the prostate. The magnetic resonance imaging (MRI) images were reviewed, and showed a small amount of hydrogel was on the images. There were no patient complications.